Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to the opening/closing of the grips, yaw motion, or pitch motion of the wrist. The wire at the instrument tip appeared to be completely broken, or individual filaments were damaged. The problem did not occur during the procedure but was identified afterward during reprocessing in the sterilization department. No replacement was required during surgery.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.